Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right atrial lead noise was observed during the interrogation and recorded auto mode switch electrograms. Isometric movement test was performed. The programming changes were made. The patient was stable and will continue to be monitored.